Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that error message on screen and due to hardware issue. A field service engineer found the station showing ¿object reference not set¿ error and unable to log in. Reboot and hardware test application confirmed drawers were fine. Replaced communication sled, but station showed boot file error. Two reimage attempts failed; third succeeded, but original error persisted. The field service engineer suspected database corruption, contacted customer support specialist, and while waiting, ran hardware test application and found drawer 3-2 d5 faulty. Removed pocket, application launched successfully. Nurses resumed medication pulls, and system monitored without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed error message refence not setup to an instance of an object on the screen and user was unable to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.